Event description:
Customer reports customer had physicist discrepancy stating that the sys was shooting greater then the 10r/min standard. The sys had lost its ma limit calibration file. No pt injury was reported.

Manufacturer narrative:
The service rep reloaded all calibration files and verified that this sys is shooting 6.5 r/min at max normal. Spec is under 10 r/min technique and 16 r/min in high level fluoro, spec is under 20 r/min.